Manufacturer narrative:
It was reported that the ventilator failed due to a faulty turbine module. The turbine module was replaced and returned for investigation, the ventilator device logs have not been received, but the received pictures can however confirm an alarm indicating a turbine module failure. Simulated use testing of the received turbine module verified a turbine failure during pre-use check, the technical alarm was not reproduced. This issue has been reported and investigated before, the issue has proven to have an intermittent nature. A defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing of the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. (B)(4).